Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. Additional information has been requested and will be provided upon receipt.

Event description:
During transport, the crew got a low helium alarm on the cardiosave intra-aortic balloon pump (iabp). They were as high as 4,000' during the transport and were not sure how many times the pump auto-filled. The cardiac assist territory manager (catm) explained the 36 autofill limit to them again and sent them the manual. The catm also informed them of the altitude related auto-fills, but they did not keep track of autofills and were suggesting that there might be a leak. This event occurred while the iabp was being used on a patient. There was no death or injury reported.

Manufacturer narrative:
(B)(4). A getinge service territory manager evaluated the iabp and found physical damage to the power supply which was consistent with wear and tear. The stm replaced the power supply and performed full functional and safety tests. The alleged malfunction of low helium was not duplicated by the stm. The iabp was then returned to the customer for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
During transport, the crew got a low helium alarm on the cardiosave intra-aortic balloon pump (iabp). They were as high as 4,000 feet during the transport and were not sure how many times the pump auto-filled. The cardiac assist territory manager (catm) explained the 36 autofill limit to them again and sent them the manual. The catm also informed them of the altitude related auto-fills, but they did not keep track of autofills and were suggesting that there might be a leak. This event occurred while the iabp was being used on a patient. There was no death or injury reported.